Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which both leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number: 3006705815-2024-00399. It was reported that the patient was experiencing ineffective therapy. Further investigation revealed high impedances on the leads. As a result, surgical intervention may be undertaken to address the issue.